Event description:
Patient presented post-motor vehicle accident trauma being transported to city hospitals from outlying community; flight team assisting ambulance crew in establishing airway. The video laryngoscope used at first and initially it turned on and worked but spontaneously shut off. Team switched to a sub-glotic-rescue airway to maintain airway and patient delivered to local hospital emergency room where patient was successfully ventilated and taken to surgery for head injury. No noted injury to patient due to laryngoscope, just reporting as concerns about usability of device in the field.